Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a failed battery test alarm, and is unable to clear the alarm. Customer's blood glucose level at the time 345 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self-test and displacement test. The insulin pump had an intermittent up arrow button due to corroded keypad trace. The insulin pump had cracked belt clip slot, stained end cap sticker, scratched reservoir tube window, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.